Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when pressing the up arrow button. Customer stated this is the fourth time this has happened. Blood glucose value is 250 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.